Manufacturer narrative:
Results: investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode for glass breakage with the incident lot was not observed as all samples met the required specifications. The samples were visually inspected for any types of defects and no issues were observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for glass breakage with the incident lot was not observed. Upon inspection of the customer samples, all samples met the required specifications. Root cause description: based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications; therefore, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ broke during centrifuge. There was no report of injury or medical intervention.